Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scroll bar moving without button press noted. Cracked reservoir tube lip, scratched display window, missing end cap sticker and cracked case near display window corners were noted during visual inspection. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer's father reported via phone call that the buttons on the insulin pump were not responding. Customer's blood glucose value was 48 mg/dl, which he treated with juice. It was stated that the scroll bar was moving without input. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.